Event description:
The customer stated that she was hospitalized due to low blood glucose. The customer stated that she had a blood glucose reading of 16 mg/dl while at home that her husband and daughter treated with a glucagon injection. Paramedics were called and the customer was transported to the hospital for further treatment. The reported blood glucose reading at the time of hospitalization was 25 mg/dl. While reviewing the insulin pump settings it was found that the customer had a blood glucose reading of 221 mg/dl, ate breakfast and treated with the insulin pump prior to the low blood glucose readings. The customer's daughter stated that she feels that the customer may have taken too much insulin for the amount of carbohydrates she had eaten. The customer was advised to contact her insulin pump trainer for add'l training on carbohydrate counting. A follow up call was made, and the customer stated that she has been in contact with her trainer and has not had anymore problems.